Event description:
It was reported that the atrial lead exhibited high thresholds. The lead was capped and replaced. The replacement lead was attempted but not used during the implant procedure due to placement difficulty. The lead integrity was compromised during repositioning of the lead. No patient complications have been reported as a result of this event. <(><<)>end>

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: c154dwk ICD, implanted: (B)(6) 2008; 694765 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found during analysis.